Event description:
According to the information received, an end-user reported that 1 catheter of the 414 in the last box had no tip on it but a very blunt, cut end. He reports only good vision in one of his eyes so he didn't notice it before he inserted the catheter. He stated, it was very uncomfortable, but that no bleeding or damage occurred, to his knowledge. Replacement catheters were sent to the end-user, but he did not want to send the defective catheter back since he wanted to show his physician. He would send photographs of the defective catheter.

Manufacturer narrative:
The return of the device has been requested. It is unknown if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, an addendum to this report will be filed.